Event description:
It was reported the patient has to firmly push the power cord into the power outlet in order to receive power. As soon as the patient lets go, the carelink monitor turns off. No patient complications were reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.